Event description:
It was reported that "the patient noticed bradycardia and visited the hospital." Further reported was that the right atrial (ra) lead had an impedance of greater than nine thousand-nine hundred and ninety-nine. Pacing failure and sensing failure were also noted. The patient had an intrinsic heart rate of "about" sixty beats per minute. A new lead will be implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Additional information indicates that "the physician decided not to add a new lead." Also noted that the patient's age at the time of the event was (B)(6).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.